Event description:
Patient was admitted with chest pain and had a resolute integrity drug-eluting stent implanted in the lad. The target lesion exhibited minimal tortuosity and calcification and 80% stenosis. It was reported that 6 days post implant the patient suffered stent thrombosis. The patient was admitted to the hospital for immediate pci for stemi (acute anterior mi) due to in-stent restenosis and in-stent thrombosis. Chest pain level was 10/10. Stenosis prior to the procedure was 100%. The stent thrombosis was ballooned with 3.00mm competitor balloon device and the patient was moved from plavix to effient. Patient had tachycardia during the procedure. Patient continued to complain of chest pain after the procedure and st elevation remained in the lateral leads. Patient stayed in the hospital. The patient had another angiogram 6 days later. Patient had unstable angina. During this procedure a dissection in the lad was reported; just beyond the distal edge of the previously implanted resolute integrity stent. The dissection was reported to have occurred after the stent had been ballooned with a 3.0 balloon. The vessel was stented with a 3.0 x 15 resolute integrity stent. Patient is reported to be chest pain free and no further clinical sequelae were reported.

Manufacturer narrative:
(B)(4).